Event description:
Customer reported that the insulin pump was cracked near te battery cap. The blood glucose reading was 69 mg/dl. Customer treated with dinner. She was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and broken battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.